Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, pentax medical was notified of a malfunction involving pentax c2 controller and standard focal catheter. Dr. (B)(6) from university medical center (B)(6) notified (B)(4), pentax territory manager that "during the procedure, the controller fg-1017/lot # unknown along with a standard focal catheter fg-1028/lot#08292018-04 jumped from a 10 second dose to a 20 second dose." Dr. (B)(6) realized it at the 17-second mark and let off the foot pedal. When they tried to reprogram the controller, it would not change back to the normal dosing range. On 16 oct 2018, a teleconference was held to obtain additional information, pentax medical territory manager indicated that the first 2 ablations were of normal durations while the 3rd ablation, the physician noticed that it was longer than normal and aborted the ablation at 17 seconds. Although no serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. However, this information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. Pentax c2 issued (B)(4) for the return of the product for further evaluation. The device is currently pending return.